Manufacturer narrative:
Additional information will be added as it becomes available.

Event description:
(B)(4). Care giver called stating that the batteries on the lift are not working. Unit was sold to end user about 6 months ago, this was a demo account sold in 2013. Advise end user caregiver to call numotion to see if they could assist with warranty on the batteries.